Event description:
It was reported that the xenon light source displayed error b30 (scope communication error). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore, the root cause, neither the cause of occurrence could be determined however, it was reported that the customer had cleaned the socket and the error no longer occurred. Olympus will continue to monitor field performance for this device.